Manufacturer narrative:
UDI (B)(6). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on the patient, it was observed that the angle attachment device was noisy and heating up. This event did not occur during surgery. It was reported that an unspecified spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the attachment device had a cosmetic defect. It was noted that the device did have an anspach sign and there was no warning triangle. It was further determined that the device failed pretest for cutter insertion, thimble lock operation, and visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a labeling issue. If additional information should become available, a supplemental medwatch report will be submitted accordingly.